Event description:
Pt reported experiencing elevated blood glucose levels since the (B)(6) 2012 with his highest reading being 410 mg/dl. Pt stated, he thinks the infusion device delivery is too low and the piston rod doesn¿t work correctly. Pt reported, he sometimes needs 13.0 units of insulin and sometimes 25.0 units of insulin at the filling of the catheter; this difference is too high. Pt stated, he took correction via pen and the infusion device after changing the infusion set. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.